Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Additional information: upon device evaluation it was confirmed that there was a failure of the screw abutment to disengage. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: device code was added: 2547. H6: type of investigation code was added: 10, 4111. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual inspection was performed. The abutment has signs of use. The abutment could not be removed. It was stuck to the implant. Unable to verify if the abutments hex was fractured. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user caused. Therefore, based on the available information, a device malfunction has occurred. The abutment has signs of use. The abutment could not be removed. It was stuck to the implant. Unable to verify if the abutments hex was fractured. The fracture event is non-verifiable, however the failure to disengage/release event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Addition information was received that indicated that, in addition to the noted screw fracture, that there was a failure of the screw to disengage.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: expiration date unknown / not provided. D4: unique device identifier (UDI) unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented due to a loose crown. Upon examination, the crown was removed and it was noted that the abutment was still in place. It was also noted that the hex of the screw-retained abutment of the implant at tooth site #19 had fractured. This was noticed when the screw-retained abutment was being removed. The implant came out due to mobility associated with bone loss, which was captured under a different complaint. Implant replacement was expected three of four months later.